Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial catheterization set. No signs of use were observed on the kit or any of the components inside the kit. Visual analysis revealed that the catheter body separated towards the proximal end of the body, adjacent to the juncture hub. A portion of the catheter remained connected to the juncture hub. The catheter body was observed to be brittle and the appearance of the extrusion is consistent with exposure to uv light during storage and shipping. The length of the separated portion of the catheter measured 83mm while 1mm of the catheter remained connected to the juncture hub. The overall length of the catheter from the juncture hub to the distal tip measured 84mm which is within the specification limits of 82-86mm per the catheter product drawing. The catheter body outer diameter measured 1.061mm, which is within the specification limits of 1.04-1.09 mm per the catheter extrusion graphic. Manufacturing and r & d were contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A complaint history review for this failure mode over the past 5 years (01-dec-18 thru 01-dec-23) was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer (hospital clinic de barcelona). No other similar complaints have been reported from any other customer. A review of sales for the same finished good part numbers over the same timeframe identified a total of 2,015,761 ea sold globally in 40 different countries (94% of sales outside of spain). This indicates that the issue is isolated to this specific customer. A device history record review was performed, and no relevant findings were identified. The customer report of an arterial catheter separation was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter body was separated adjacent to the juncture hub. Evaluation of the returned device revealed the catheter body was brittle and separated easily. Testing performed at the r & d facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A complaint history review was performed for all finished goods containing catheter pcz-00820-002, and it was confirmed that the issue is isolated to this specific customer. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.